Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they turned stim off for an unrelated procedure and when they turned stim back on they received the message that all data was lost. The patient was redirected to their hcp to reprogram the device. No further device issue alleged / identified. No further patient symptoms or complications were reported.